Event description:
While positioning the light, the light fell off and the assistant caught the analog shade and received a burn on her hands.

Manufacturer narrative:
The serial number of the light was not available. The product literature states "caution, the bulb may be hot! Allow the bulb to cool for at least 5 minutes before removing the light shield." Also noted in the instructions are the use of two 'release levers' for installation and for maintenance to ensure that the light shield is properly fastened. The facility failed to do this which led to the operator being burned.